Manufacturer narrative:
H6, medical device problem code: a1301, failure to read input signal, has been replaced with a12, connection problem.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
An impella cp was inserted via right femoral artery in a for high risk percutaneous coronary intervention the patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage a. During prep, it was reported that the pump and purge cassette could not be flushed. When attempting to replace the purge cassette, the lure lock could not be disconnected from the pump. No alarm was triggered. The device was explanted and replaced due to failure mode. The input issue and purge system issue will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the catalog has been updated. Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the prime not completed was most likely use related since the issue was unable to be reproduced on the returned pump (pi-17671759861233295) and cassette, a kink was found in the cassette tubing, and purge values were within specification. Data logs not returned. The cause of the connection problem between the cassette yellow luer and the pump yellow luer was most likely use related since the issue was unable to be reproduced on the returned product and no buildup was observed on the connectors.